Manufacturer narrative:
E1: initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pressure on the high flow insufflation unit was unstable and became over-pressurized. The issue occurred during inspection for use. There were no reports of patient involvement.